Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the pump performed as intended. Customer's blood glucose level was 239 mg/dl. During a follow-up, it was reported that the customer performed and infusion set type change to address the occlusion alarms.